Event description:
Information received by medtronic indicated that the insulin pump had crack at back along battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, broken belt clip rails, pillowing keypad overlay, cracked retainer. Cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.